Event description:
It was reported that 3 of recently received 7 new medical air compressors failed after short operation life of few hours. All three compressors failed for the same reason.

Manufacturer narrative:
As required in the intended use according the instructions for use of the compressor, for life-supporting ventilators an adequate alternative supply of medical air must ensured and the connected ventilator must be equipped with a warning function in case of supply pressure drop. The further investigation revealed that the problem with the membrane dryer could be traced of a production failure on a limited batch. All potentially affected medical air compressors will be inspected and corrected in the frame of a field corrective action. This action will be reported according to section 806 to the FDA.